Event description:
It was reported to philips that the system was unable to boot, stalling at start up screen. The system was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse identified that the suite pc software was corrupted. The fse reloaded the suite pc software. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.